Event description:
As reported by the user facility: 2 pumps (B)(4). Customer reports over infusion, but is unwilling to provide details of the incident stating that it is against their facility policy. (B)(6). Information provided to (B)(6), sales representative, by risk management: chemotherapy, 10.5ml/hr, set to infuse over 48 hrs - was completed in 43.5 hr.

Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4) corresponds to MDR report #2523676-2012-00090 for pump serial number #(B)(4). The actual pump involved in the reported incident was returned for evaluation (pump s/n (B)(4)). The volumetric accuracy was tested three times with a rate of 10.5 ml/h and volume to infuse of 427.5 ml. The tests results were all within specification at 434 ml, 437 ml, and 435 ml with no free-flow occurring with the door closed or opened. The pump has software version (B)(4). A review of the operational log indicates on (B)(6) 2012 at 3:04:36 pm, a new infusion was programmed with a rate of 1000.0 ml/h and a volume to infuse (vtbi) of 500 ml. The infusion was started at 3:04:38 pm and it was manually stopped at 3:05:47 pm with a total volume infused of 19.15 ml or 99.9% of the expected volume. At 3:06:03 pm a new rate of 10.5 ml/h was entered and the infusion was re-started at 3:06:05 pm. The infusion ran until the next day, (B)(6) 2012. At 5:47:38 am, the infusion was manually stopped with a total volume infused of 154.26 ml of 100.1% of the expected volume. At 5:53:30 am the infusion was re-started with the same rate of 10.5 ml/h. At 7:11:46 am the infusion was manually stopped with a total volume infused of 13.7 ml of 100.0% of the expected volume. At 7:11:52 am the infusion was started again with the same rate of 10.5 ml/h and it ran until the next day, (B)(6) 2012. At 5:15:17 am, the infusion was manually stopped with a total volume infused of 231.58 ml or 100.0% of the expected volume. At 5:20:40 am, the infusion was re-started with no change in rate. At 8:00:28 am, an air bubble alarm occurred and the infusion stopped with a total volume infused of 27.96 ml or 100.0% of the expected volume. At 8:16:20 am the air alarm was turned off and the message to disconnect patient was displayed. At 8:16:24 am, a purge was requested. At 8:16:28 am, the pump door was opened and at 8:16:57 am a tube change was requested. At 8:17:00 am, the pump was powered off and not used again. Based on the results of this investigation, the pump operated as intended. No conclusion can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow-up report will be filed.